Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/25/2024; h6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspectionwas conducted on the returned device. The returned sample determined that it was received, twenty-one unopened samples pertain to the product code eh7477h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand, and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the threads fray during the operation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - it was indicated that 36 products are involved in this complaint. Could you please confirm if the threads in 36 products fray during the operation? - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - please provide the lot number: - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Events reported via: (B)(4).